Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product damage has been completed. No data logs were provided for review. The clinical details provided were insufficient to determine a root cause. The cause of the cannula kink was not determined due to insufficient information, no data logs, and the product not being returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a kink in the cannula. The impella was removed. There was no patient harm reported.